Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while connected to a power source using a non tandem usb cable and wall adapter. Reportedly, the pump was not exposed to extreme temperatures and the alarms repeated while the pump was charging. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.